Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an itchy irritation under the lifevest all over his body. The patient reported that he has a pre-existing condition that causes him to itch all over and the lifevest is exacerbating his condition. The patient reported scratching the itchy irritation and caused his skin to bleed. The patient reported that he will be seeing his physician about the irritation. The patient's medical outcome is unknown.